Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis demonstrated that the device was fully functional and no new power on resets were generated. No evidence of high voltage arcing was observed on the device exterior or interior. Hybrid analysis did not identify any anomalies that would account for the power on reset. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope after having a ventricular fibrillation (vf) episode in which the implantable cardioverter defibrillator (ICD) went into power on reset (por) after delivering vf therapy. The device displayed an alert indicating that wireless telemetry was not available. The device was reprogrammed until it could be revised. The device was revised and removed. A new device was implanted. No further patient complications have been reported as a result of this event.